Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with adjustable flange tracheostomy tube had 2 inner cannulas for use. The correct swabs were used for cleaning but it was noted that the inner liners had become mis-shape during use and the inner coating appeared to be worn away. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event evaluation codes: updatedone used device was returned. Visual inspection showed the device to be in good condition. Normal level of wearing which indicates common use was also observed. The inner cannula was cut with purpose to inspect the inner surface. Slight discoloration was observed. No defect which might lead to product failure was detected. The reported discoloration and slight mis-shaping was observed but it was normal for inner cannula flexible white color material and it has no impact on the form, fit and function of the product. No fault was found. A device history report (DHR) review was not performed as no product related issue was found.